Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is pre-amendment and does not have a 510k associated with it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: bd received one photo from the customer facility for investigation. Based on the visual inspection/evaluation of the photo, bd observed blood pooling in the well of the product and confirms customers' indicated failure mode. The manufacturing records (DHR) were reviewed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the lime green bd hemogard¿ closure on the bd vacutainer® barricor¿ plastic tubes had some leakage issues and blood in the well of the stopper. No serious injury, blood to mucous membrane exposure or medical intervention was reported.